Manufacturer narrative:
The pump passed the displacement, operating currents, off no power, unexpected restart and self tests. However, the pump gave a compromised force sensor system alarm during the prime test and a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor passed the motor test. The pump was received with minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a compromised forced sensor alarm and was stuck in rewind complete loop. Customer states insulin "squirt" out when attempted to prime. Customer states drive support cap appeared normal. Customer's blood glucose was 12 mmol/l. Insulin pump would be replaced.